Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged two call service alarms were emitted and were not recorded in the pump history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 29-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service 012 and 006 alarms in the black box but not in the alarm history. During testing, the pump was powered on and a call service 012 alarm was produced. Evaluation revealed that the call service alarm issue was due to a failure in the electronically erasable programmable read-only memory (eeprom) component had failed. The pump cover was opened and no damage was observed to the eeprom component.